Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic abdominal wall hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, surgery to remove mesh, mesh erosion through the abdominal wall and circumscribed around the anterior abdominal wall fascia, adhesions to small intestine, q pain pump, severe and chronic pain. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2013: surgical (B)(6). (B)(6) do. History and physical. 37-year-old with bmi of 47. Complaints of abdominal pain, nausea/vomiting and bouts of dysphagia. Band placed in 2011; esophagogastroduodenoscopy on (B)(6) 2013 showed gastroesophageal reflux disease, gastritis. Medical history: dyslipidemia, obstructive sleep apnea, cholelithiasis; history of cholecystectomy with ongoing complications not resolved. Surgical history: lap band (B)(6) 2011, laparoscopic cholecystectomy (B)(6) 1996. Weight: 275 lbs. Gastrointestinal: tender to palpation at epigastric area, incisional hernia noted. Impression/plan: proceed with diagnostic laparoscopy and possible gastric band and port removal. (B)(6) 2013: (B)(6) health system. (B)(6), md. Anesthesia notes. Weight: 243 lbs., bmi 43.14. Surgical history: removal gallbladder 1996, laparoscopy band 2011, cesarean section and bilateral tubal ligation (B)(6) 2009, hiatal hernia repair 2011. Medical history: sleep apnea, history of hiatal hernia; repaired, occasional constipation, gestational diabetes; resolved. Social history: never smoker, alcohol every couple months. Asa 3. (B)(6) 2013: [facility ni]. (B)(6), do. Operative report. Preoperative diagnosis: chronic dysphagia. Gastroesophageal reflux disease. History of gastric band erosion/obstruction. Postoperative diagnosis: chronic dysphagia. Gastroesophageal reflux disease. History of gastric band erosion/obstruction. Acute gastrointestinal bleed. Ventral wall hernia. Procedure: laparoscopic adjustable gastric band removal of component and port. Gastrorrhaphy. Omental pedicle flap. Ventral wall hernia repair, recurrent, incarcerated. Assistant: (B)(6), p.a. Student. Anesthesia: general endotracheal. Complications: the patient tolerated the procedure well with no complications. Operative findings: operative findings were reviewed with the patient¿s husband via telephone. Indications: this is a pleasant 36-year-old female patient who had an adjustable gastric band placed by a different surgeon with minimal success of weight loss, approximately 36 pounds in two years. The patient came to see me for a second opinion. We reviewed her endoscopy findings and history of chronic dysphagia, gerd and felt that the band despite multiple attempts was unsuccessful in her weight loss. Furthermore, severe reflux caused by the band and partial band erosion necessitated the removal of the adjustable gastric band. Procedure description: ¿the patient was taken to the operative theater, placed in the supine position. After general endotracheal anesthesia was administered, our patient¿s abdomen was prepped and draped in the usual sterile surgical fashion. Prior to the induction of anesthesia, bilateral scds were placed on the patient. Preoperative antibiotics had been instituted and a time-out was called confirming the identity of the patient, operative procedure and operative site. A left subcostal 12 mm incision was made, taken down to the subcutaneous tissue, entry of the optical trocar port with a 10 mm zero degree scope, entrance into the peritoneal cavity was performed without incidence. Pneumoperitoneum was successfully achieved and a gross survey of the abdominal peritoneal cavity showed the liver to be smooth and homogenous. Gallbladder intact. Wall not thickened. No pericholecystic fluid. Gastric band catheter attached to the periumbilical area with incarcerated omentum in this defect. The ventral hernia could be seen in this area with incarcerated omentum in the hernia defect. The patient was placed in the steep reverse trendelenburg positioning. Additional trocar ports were placed with a right subcostal 5 mm trocar port and two bilateral midaxillary 5 mm trocars. All of them were placed under direct visualization without incidence. An epigastric nathanson liver retractor was placed, also to elevate the left lobe of the liver. No evidence of turbid fluid was seen underneath this left lobe of the liver. The significant inflammatory process was seen with the gastric band circumferencing the ge junction. Using both blunt as well as sharp dissection as well as judicious use of bipolar cauterization using the ligasure advance device, we were able to score through the gastric capsule that had surrounding the gastric band. It was evident that the gastric capsule had no evidence of gastric tissue and possible erosion through this band ring. Once I was able to identify the buckle of the adjustable gastric band which had the visualization of allergen suggestive of a lap-band, the band was just cut to the left of the buckle and circumferentially we were then able to remove the band out of the circumferential envelopment of the upper gastric pouch tissue. Notably, the gastric band inner ring had evidence of erosion of brown staining possibly suggestive of chronic erosion to this gastric tissue to the band component. There did not appear to be any evidence of a prolapse or slip or strangulation of the cardia or gastric tissue of the stomach. By trying to remove the gastric band and port in its entirety, a peripheral arterial blood vessel appeared to show evidence of acute bleeding which had to be stabilized by oversewing this arterial branch along the lesser curvature of the stomach using #0 ethibond suturing in a figure-of-eight fashion, the vessel was ligated. Furthermore, we performed a gastrorrhaphy in this area by taking the seromuscular layer of the gastric tissue and imbricating it on itself to minimize any potential risk of bleeding or leak from the stomach. Once the gastrorrhaphy was secured in its entirety, an omental pedicle flap was then created by using a 4 cm wide stalk of omentum and advancing it towards our gastrorrhaphy repair and attaching this pedicle to the gastrohepatic ligament of the lesser curvature of the stomach. Care was to make sure during our advancement our vascular pedicle was viable and with good supply and under tension-free advancement. The gastric band catheter was then cut at its midpoint and the catheter and band components were then removed out of the right subcostal 12 mm trocar port site. Hemostasis was excellent and removal of the nathanson liver retractor and co2 allowed to expel out of the abdominal peritoneal cavity. The periumbilical region that the band port was placed had a hernia defect that was discovered laparoscopically and we decided since we had to open up the band port incision site, close the ventral hernia primarily as not to contaminate the repair with the synthetic mesh as foreign body had been in this region before. All the ports were then removed and a new periumbilical incision extending out 5 cm lateral was made dissecting down to the port site. Care was to make sure not to injure the hernia sac as we released the lap-band port off of the anterior abdominal wall fascia hernia site. This was then sent off to pathology in its entire specimen. Closure of the ventral wall hernia defect was now a 4 cm by 3 cm defect and we closed it transversely with the fascial defect with #0 vicryl suturing on the fascial peritoneal side in a figure-of-eight fashion times three and then #0 ethibond imbricating the vicryl sutures inward to create further buttress and support for our ventral hernia repair. Prior to this, scoring with electrocautery around the subcutaneous fat and tissue allowed us a good 4 cm plane for fascia exposure. This port site and ventral hernia site were then reapproximated, deep subcutaneous tissue layer with 2-0 vicryl subcuticular 3-0 vicryl and dermabond glue on top of that. Our 12 mm port sites were all approximated on the anterior abdominal fascia with #0 vicryl and all of the trocar ports subcutaneously were reapproximated with 3-0 vicryl, 4-0 monocryl subcuticular and dermabond glue on top of that. Our patient successfully tolerated this procedure well without any complications. She was taken back to the post anesthesia care unit in a stable and good condition.¿ (B)(6) 2013: (B)(6) health system. (B)(6), do. Radiology ¿ ugi with kub with gastrografin. Impression: unremarkable. (B)(6) 2013: lmhs. (B)(6), do. Discharge summary. Admitted (B)(6) 2013. Diagnosis at discharge: abdominal pain. Hospital course: postoperative pain management. Prescription: hydrocodone-acetaminophen. Follow up in 2 weeks. (B)(6) 2013: (B)(6) health system. Discharge instructions. May shower, no heavy lifting (5-10 lbs. Only), no pulling, pushing or straining. Clear liquid diet only. The records confirm a gore® dualmesh® biomaterial (1dlmc04/11968394) was implanted during the procedure. Relevant medical information: (B)(6) 2014: (B)(6) health system. Christopher plaisted, arnp. Emergency room visit. Abdominal soft, bowel sounds normal, no tenderness. Weight 214 lb, bmi 36.81. (B)(6) 2014: (B)(6) health system. (B)(6), do. Radiology ¿ CT abdomen/pelvis with/without contrast. Indication: pain. Findings: evidence of previous surgery to the stomach and anterior abdominal wall with mesh within anterior abdominal wall. Persistent hernia without evidence of bowel obstruction. Impression: constipation. No definitive acute abdominal or pelvic pathology. (B)(6) 2014: (B)(6) health system. (B)(6), pa; (B)(6), md. Emergency department visit. Presenting with abdominal pain, constipation, status post bariatric surgery. Weight: 205 lbs. Abdomen soft, bowel sounds normal, no mass. Diffuse abdominal tenderness. CT unremarkable except for constipation. Will be admitted for intractable constipation. Impression: abdominal pain secondary to constipation after surgery. (B)(6) 2014: (B)(6) health system. (B)(6), md. History and physical. With known history of morbid obesity (status post lap band surgery may 2004) subsequently followed by surgical repair with a gastric sleeve placement june 2014. In usual state of health until 4 days ago; started abdominal pain with bloating and constipation. Had not had bowel movement for 4 days; prompted to come to emergency room. CT abdomen/pelvis suggestive of constipation. Evaluated this morning; continues to have abdominal pain, has not had bowel movement. Denies tobacco. Intentional weight loss about 45 lbs. Since may 2014. Abdomen soft, periumbilical region tenderness on deep palpation. Abdominal pain likely secondary to underlying constipation without significant relief with home regimen of lactulose, milk of magnesium and fleet¿s enema. Surgical consultation with dr. Moses shieh; well known to him. (B)(6) 2014: (B)(6) health system. (B)(6), do. Consultation. Abdominal pain secondary to chronic constipation. No prior history of this type of abdominal pain. Had bowel movement today. Abdomen obese, soft, tenderness localized in lower abdomen but not masses or hernias felt. (B)(6) 2014: lmhs. (B)(6), md. Discharge summary. Final diagnosis: abdominal pain, constipation; resolved. Impression/plan: had 2 large bowel movements in am, constipation resolved, wants to try high fiber diet and be discharged home. Follow up with primary care physician in 10 days. (B)(6) 2015: (B)(6) health system. (B)(6), md. Emergency department visit. Began dysuria and back pain 1 week ago; received bactrim. Became nauseous and diaphoretic after taking medication. Has 4 days left of bactrim; pain, dysuria, abdominal pain have returned. Review of systems: gastrointestinal: nausea, suprapubic abdominal pain. Abdominal soft, bowel sounds normal, suprapubic tenderness to palpations. CT shows tiny non-obstructing left renal stone. Stop bactrim. Discharged. (B)(6) 2015: (B)(6) health system. (B)(6), do. Radiology ¿ CT stone protocol. Indication: pain. Findings: evidence of previous surgery with anterior abdominal wall mesh. Impression: no evidence of acute pathology. Tiny, non-obstructing left renal calculus. (B)(6) 2015: (B)(6) center. (B)(6), pa-c. Office notes. Weight 174 lbs., bmi 31.32 status post laparoscopic sleeve gastrectomy (B)(6) 2014. Postoperative visit/wound evaluation/dietary progression. Able to exercise more often, currently on stage 4 bariatric diet; tolerating well. Continues to have gastroesophageal reflux; lansoprazole helps. Biggest complaint is her abdominal hernia which is causing more pain and protrusion with weight loss. Worth mentioning, she had urinary tract infection 2 weeks ago; placed on bactrim and had nausea/vomiting at that time. Incisions clean/dry/intact, no erythema, dehiscence or discharge noted. Gastrointestinal: bowel sounds normal, abdomen soft, no tenderness, no hernias noted on exam. Impression/plan: continue omeprazole daily; esophagogastroduodenoscopy if symptoms continue. Add benefiber to prevent incarceration of hernia. Follow up with dr. Shieh at 12-month postoperative with bariatric labs. (B)(6) 2015: (B)(6) system. (B)(6), do. History and physical. Planned procedure esophagogastroduodenoscopy with biopsy, possible dilatation. Indications dysphagia. Abdominal normal. (B)(6) 2015: lmhs. (B)(6), do. Procedure report. Preoperative diagnosis: dysphagia. Postoperative diagnosis: erosive esophagitis, bile acid reflux gastritis. Procedure: esophagogastroduodenoscopy with biopsy. Complications: none. (B)(6) 2016: (B)(6) center. (B)(6), arnp. Office notes. History of sleeve 2014 and recurrent ventral hernia with surgery 11/2015. Thought to be a recurrent ventral hernia, was found to be compressed mesh from prior hernia repair. Surgery was open, wound healed. Dr. Lee declined to replace mesh, advising patient seek consultation from specialist in abdominal wall reconstruction, hence returned to our office. Since november surgery, abdominal pain has worsened, nausea increased. Constipation and activity worsens pain. Gastrointestinal: bowel sounds normal, abdomen soft, no tenderness, no hernias noted on exam. Impression: ventral hernia, pannus. Plan: discussed mesh that has compressed after weight loss and plan of complete removal and replacement as well as component separation. Due to inflammatory process, not able to schedule for at least three months after last procedure. Discussed optimizing nutrition with protein, continue omeprazole, importance of bringing bmi back down to 30 (170 lbs.) From current of 32. Plan for surgery late february/early march. Open ventral hernia repair with removal of mesh, myofascial advancement flap, on-q pain pump, biodesign mesh 10 x 10 or equivalent. (B)(6) 2016: (B)(6) system. (B)(6), do. History and physical. Planned procedure: repair of recurrent incisional hernia. Indications for procedure: abdominal pain and recurrent incisional hernia. Abdominal: abnormal abdominal wall mass bulge from hernia. (B)(6) 2016: (B)(6) system. (B)(6), md. Anesthesia notes. Weight 170 lbs., bmi 29.24 on (B)(6) 2016. Never smoker. Abdomen obese. Asa 2. Explant date: (B)(6) 2016. (B)(6) 2016: (B)(6) system. Implant record. Tissue graft hernia 20x20cm. Cook biodesign. Manufacturer: cook medical. Explant record. Mesh dual 15x90cm 1dlmc04-s11968394. Manufacturer: wl gore. Action: explanted. Relevant medical information: (B)(6) 2016: (B)(6) system. (B)(6), md. Pathology report. Surgery case number: g-2472-16. Date of surgery: (B)(6) 2016. Specimen: retained foreign body, ventral hernia mesh. Operative procedure: hernia repair abdominal (removal)/replacement of mesh/biodesign 10 x 10/myofascial advancement flap/removal mesh abdomen. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: not given. Diagnosis: ventral hernia mesh. Dense fibrous tissue with foreign body reaction and chronic inflammation. Surgical mesh grossly confirmed. Microscopic examination: a microscopic examination was performed to render the above diagnosis. Gross: the specimen is received in formalin in a container labeled with the patient¿s name, identifying numbers and ¿ventral hernia mesh¿ and consists of a portion of mesh material measuring 18.0 x 11.0 x 0.8 cm. There is some attached connective tissue on multiple areas of the mesh. Representative sections of the connective tissue are submitted in one cassette, and the mesh is a gross only. (B)(6) 2016: (B)(6) system. (B)(6), rn. Nurse notes. Got into car with assistance; patient and husband refused to go home. States after she got into car, she could not move and pain too severe. Husband states doctor left a voice message that patient could stay if needed. Assisted out of car with 2 staff. Contacted dr. Sheih. (B)(6) 2016: (B)(6). (B)(6), p.a.; (B)(6) do. Progress notes. Status post hernia repair. Abdomen stable. Liberal pain medication being administered, on q-pump. No fever, chills, or nausea/vomiting, tolerating by mouth. Will discharge home today. Follow up dr. Shieh¿s office on monday. Give (B)(6) instruction. Subjective: sitting on bedside commode, complains of pain. Postoperative day 1 and upon discharge, patient placed in her car and she and her husband refused to leave, stating she was in too much pain; pain 6/10. Medication administration record reflects liberal pain medication administration, has q-pump in place. Has been out of bed to chair. Exam: abdomen stable, moderate diffuse tenderness, incisions clean/dry/intact. Jackson-pratt drain x 1 with serosanguinous output. Glucose 161, wbc 12.8. (B)(6) 2016: (B)(6) system. (B)(6), pa. Emergency department visit. Complaining of right lower quadrant abdominal pain; going on for about 3 weeks. Seen here on the 11th and sent home. Surgeon sent her here to rule out appendicitis versus complications from surgery in march. Fevers at home as high as 102. Reports nausea, no vomiting, some diarrhea. Weight 176 lbs. Abdomen soft, no distention, tender right lower quadrant. Impression: laboratory studies unremarkable. CT abdomen/pelvis showed thin fluid collection along mesh likely representing a seroma. Spoke with dr. Sheih; also looked at CT scan; advised discharging home with pain medication and he will follow up with her tomorrow. Home in stable condition. (B)(6) 2016: (B)(6) system. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: right lower quadrant abdominal pain, bariatric surgery two months ago. Impression: status post ventral hernia repair with thin fluid collection measuring 10 x 10 x 0.5 cm along the mesh, likely representing a seroma. May be correlated with labs and physical exam findings to exclude infection. (B)(6) 2017: (B)(6) system. (B)(6), p.a. Emergency department visit. Reports abdominal pain over last 1-1/2 weeks to left upper quadrant. Constant aching with occasional sharp pains. Pain radiates to left shoulder at times. Similar pain in past in relation to problem with abdominal mesh. Gastric sleeve surgery in 2014; within a couple years, had to have mesh removed. Denies visible bulge to area or obvious hernia. Some nausea, denies vomiting. Weight 200 lbs. Abdomen soft, no distention or mass. Mild left upper quadrant tenderness. Call to dr. Shieh, able to speak to dr. Eduardo who examined patient; felt patient did not require emergent surgical intervention and recommended follow up in their office. Prescriptions given for pepcid, carafate, vicodin and continue prilosec. (B)(6) 2017: (B)(6) system. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: right mid abdominal pain times 1.5 weeks. Impression: minimal residual postsurgical changes and inflammation along the anterior abdominal wall. No acute intraabdominal pathology status post gastric bypass and cholecystectomy. (B)(6) 2017: (B)(6) system. (B)(6), md. Consultation. Presents with abdominal pain for past week; mostly generalized lower abdomen. Abdomen soft, very minimal tenderness-feels muscular, nondistended. Impression/plan: complicated surgical history. Mild generalized abdominal pain, nausea and diarrhea likely secondary to enteritis. Vitals, labs and CT scan within normal limits. Symptoms seem consistent with viral enteritis. No acute surgical intervention indicated. (B)(6) 2017: (B)(6) system. (B)(6), md. Emergency department visit. Presents for evaluation of right lower quadrant abdominal pain that radiates around to right lower back; onset yesterday. Nausea/no vomiting. Abdomen soft, bowel sounds normal, tenderness right lower quadrant, there is rebound. Lab and radiology results reviewed. Final diagnosis: hemorrhagic ovarian cyst. Discharged for outpatient follow up; prescription for toradol and zofran. (B)(6) 2017: (B)(6) system. (B)(6), do. Radiology ¿ CT abdomen/pelvis without contrast. Indication: right lower quadrant abdominal pain. Findings: scar tissue versus mesh in the anterior abdomen at site of hernia repair measuring 2.5 x 1.4 cm. Impression: no acute abdominal abnormality to explain symptoms. Non-obstructing sub 2 mm calculus left kidney. (B)(6) 2017: (B)(6) system. (B)(6), md. Radiology ¿ ultrasound pelvis. Impression: mildly complicated cyst within the right ovary, likely representing a hemorrhagic cyst. (B)(6) 2018: (B)(6) center. (B)(6), md. Office notes. Bariatric surgery follow-up. 2 months ago, started getting headaches, nausea/bloating, right-sided belly pain. Pain to the right of umbilicus. CT reviewed; no hernia seen. Feels like pressure, worsens when coughing or laughing, usually constipated. Abdomen: center lower abdominal tenderness. Bulge in central abdomen. Impression: bariatric surgery status, intestinal adhesions, periumbilical pain, nausea. Plan: zofran. Will require esophagogastroduodenoscopy and laparoscopic lysis of adhesions. (B)(6) 2018: (B)(6), md. Procedure report. Preoperative diagnosis: reflux. Postoperative diagnosis: bile reflux, antral gastritis. Procedure: upper endoscopy with biopsy. Complications: none. (B)(6) 2018: (B)(6) center. (B)(6), md. Office notes. Preoperative laparoscopic lysis of adhesions. Reinforced to patient this is an elective surgery; patient choosing to proceed with surgery despite the alteration of gastric anatomy. Weight 181.5 lbs., bmi 33.19. Impression: intestinal adhesions, periumbilical pain, nausea. Proceed with surgery. (B)(6) 2018: (B)(6) system. [Signature illegible]. Anesthesia record. Asa 3. (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: intra-abdominal adhesions, recurrent incisional hernia. Procedures performed (detailed): diagnostic laparoscopy, lysis of adhesions, myofascial advancement flap, repair of recurrent incisional hernia with mesh. Type of anesthesia: general. Procedure description: ¿patient was taken to the operating room and placed supine on the operating table. Venodyne¿s were placed and patient was placed under general anesthesia and intubated. Foley catheter was placed left arm was tucked. We into the abdomen the left side of the abdomen using a 10 mm optical viewing trocar. We entered the abdomen. The gas was connected, the abdomen was insufflated. Patient was placed in trendelenburg position. 2 left-sided ports were placed. A lateral left-sided port as well as a left lower quadrant port. We located the terminal ileum and ran the intestine all the way to the ligament of treitz without incident. There were no abnormalities of the small intestine. A transverse colon was plastered up to the anterior abdominal wall along with omentum. There was a previous hernia repair there. We could see the hernia mesh. We then examined the pelvis. There were some ovarian cysts. After that was done, we examined the area where the patient was complaining of pain. At the anterior abdominal wall on the right lower quadrant, there is a recurrent incisional hernia. We reduced to any incarcerated omentum. And we continued lysing adhesions bringing down omentum that was stuck to the anterior abdominal wall and the previous hernia mesh. Scoring the peritoneal lining around the hernia defect and reflecting the posterior wall of the rectus abdominus wall and myofascial peritoneal lining (similar to a rives-stoppa approach), this was taken down to the lateral border of the transversus abdominus muscle layer. This provided a myofascial release to close the hernia defect towards the midline. By releasing this bilaterally in both sides, this allowed us then to have peritoneal-fascial reflection brought towards the midline under tension free advancement. The hernia defect as noted in the above and was primarily closed with running 0 prolene v-loc nonabsorbable suture in a running fashion to close the defect. Pior [sic] to the closure of the midline, pneumoperitoneum was lowered down to 8 mmhg pressure. After this was done, we then introduced a 6 cm x 9 cm piece of polyester mesh. There were 4 stay sutures placed at each of the 4 cardinal points. Using the trans-fascial suture passer, we parachuted the mesh up to the anterior abdominal wall covering the defect with at least 2-1/2 cm fascial overlap. We then used the secure strap tacker to tack the hernia mesh in place. After this was done, we then desufflated the abdomen and remove the ports. All incisions were closed with monocryl suture and reinforced with dermabond skin glue.¿ complications: none. Implants/grafts/tissues/prosthetic devices/screws/pins: implant name: mesh parietex 13x9 tet1309-log519049. Type: general. Inv. Item: mesh parietex 13x9 tet1309. Manufacturer: us surgical. Lot no. Soa0389x. No. Used: 1. Action: implanted. Specimens: no specimens in log. Estimated blood loss: minimal. Blood administration: n/a. (B)(6) 2018: [facility ni]. (B)(6), md. Procedure report. Pre-procedure diagnosis: acute post-operative pain. Post-procedure diagnosis: acute post-operative pain. Procedures: io nerve block, peripheral nerve. ¿after the operation with dr. Ramlogan, I was consulted for intra-operative peripheral nerve block to help with post op analgesic control. Under direct visualization, the rectus muscle was identified intraperitoneally and traced to its lateral border, approximately 2 cm below the rib cage. A mixture of bupivacaine and exparel was then loaded into a syringe and the needle inserted in this spot, in the triangle of petit. The needle was advanced through the abdominal wall layers and two ¿pops¿ noted as it passed through the external and internal oblique. The tip could also be visualized intraperitoneally to be right above transervsus [sic]. After careful aspiration, to ensure no vascular injury has occurred, 15 ml of local anesthetic mixture was introduced slowly. I could visualize the expanse of this plane after a significant volume is injected with very little resistance. The surgical tap block was then performed on the opposite side using an identical technique. Patient tolerated the procedure well.¿ (B)(6) 2018: (B)(6) system. (B)(6). Radiology- CT abdomen/pelvis w/o contrast. Clinical history: complaint of post op pain, 5 days ago she has lap hernia repair and adhesion removal. Impression: small bowel distended at 3.3 cm the with [sic] abrupt transition in the anterior left midabdomen on axial image 52, indicating high-grade obstruction, likely related to adhesions. Normal appendix. (B)(6) 2018: (B)(6) system. (B)(6), p.a. Emergency department visit. Abdominal pain mainly in mid and upper abdomen; started suddenly tonight, feels ¿different¿ than normal postoperative pain. Called surgeon today because she ran out of percocet; status post laparoscopic repair of incisional hernia with lysis of adhesions october 5. On-call surgeon recommended evaluation in emergency room due to severity of pain. Nausea, denies vomiting. Weight: 180 lbs, bmi 31.89. Abdomen soft, bowel sound normal. Tenderness in periumbilical area, no hernia. Incisions clean, dry, intact. Emergency department course: CT demonstrates small bowel distended at 3.3 cm with transition in anterior left mid abdomen suggesting high-grade obstruction. Symptoms improved after toradol, phenergan and intravenous fluid bolus. Given fentanyl and ativan for insertion of nasogastric tube. Explained to patient that avoidance of narcotics will help solve obstruction without surgical intervention as it may be secondary to narcotic side effects. Impression: small bowel obstruction, status post hernia repair. Plan: admit. (B)(6) 2018: (B)(6) system. (B)(6), md. History and physical. Since this morning started to have pain in all quadrants of the abdomen. Had a good bowel movement in the afternoon followed by diarrhea x 1. History of essential hypertension, obesity, peptic ulcer disease. Exam: abdomen soft, tender to palpate in all quadrants. Bowel sounds normal, no rebound, guarding, masses, no organomegaly. (B)(6) 2018: (B)(6) center. (B)(6), md. Discharge summary. Admission date: (B)(6) 2018. Discharge date: (B)(6) 2018. Reason for admission: small bowel obstruction, resolved. Final diagnosis: sbo (small bowel obstruction). Hospital course: admitted for small bowel obstruction. With improvement of abdominal pain from conservative management, nasogastric tube was discontinued and started on clear liquid diet. Currently tolerating diet and surgery cleared patient for discharge home. (B)(6) 2019: (B)(6) system. (B)(6), md. Procedure report. Pre-operative diagnosis: vomiting. Post-operative diagnosis: vomiting, small hiatal hernia, gastric diverticulum. Procedures: endoscopy with biopsy. Procedure findings: small hiatal hernia, gastric diverticulum. Complications: none. (B)(6)v2019: (B)(6) system. Flowsheet. Medical problems: history of exploratory laparotomy with lysis of adhesions and right inguinal hernia repair (B)(6) 2018, gastric band in 2010 complicated by infection/hernia; hernia repair and sleeve in 2013; exploratory laparotomy and repair of mesh in 2015, obesity, peptic ulcer disease, chronic abdominal pain, hiatal hernia repaired, small bowel obstruction. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2013: (B)(6), do. Indications: ¿this is a lovely patient that is morbidly obese with anticipating also a sleeve gastrectomy to be performed with repair of her ventral wall hernia. However, insurance authorization has not come in as it is still being reviewed. The patient could not tolerate the abdominal hernia discomfort and pain and wished to proceed with surgery as outlined for ventral hernia repair, and we will proceed with the bariatric surgery in the near future, but not today.¿ implant procedure: laparoscopic ventral hernia repair with application of mesh as an underlay using the gore dual-sided ptfe mesh, using the 7 inches x 15 inches ovoid mesh. Implant: gore® dualmesh® biomaterial [1dlmc04/11968394, 15x90cm]. Implant date: on (B)(6) 2013 (hospitalization dates unknown). On (B)(6) 2013: (B)(6), do. Operative report. Assistant: (B)(6), pa-c. Preoperative diagnoses: recurrent incisional hernia, incarcerated, complicated, 5 x 6 cm ovoid defect in the left paramedian space of the anterior abdominal wall. Morbid obesity. Postoperative diagnoses: recurrent incisional hernia, incarcerated, complicated, 5 x 6 cm ovoid defect in the left paramedian space of the anterior abdominal wall. Adhesions of the anterior abdominal wall, incarcerated omentum and bowel. Morbid obesity. Anesthesia: general. Complications: none. Procedure description: ¿our patient was taken to the operative theatre, placed in the supine position. After general endotracheal anesthesia was administered, the abdomen was prepped and draped in the usual sterile surgical fashion. Prior to the induction of anesthesia, bilateral scds were placed on the patient; preoperative antibiotics had been instituted and a time out was called confirming the identity of the patient, operative procedure and operative site. The right lower quadrant of the patient's abdomen was incised with a 12 mm incision, taken down to the subcutaneous tissue and through the optiview technique, entered into the peritoneal cavity, performed without incident. A pneumoperitoneum was achieved and we then converted to a 30 degree camera. At the right subcostal a 12 mm incision also was made and taken down to the subcutaneous tissue and a blunt 12 mm trocar port was placed for retraction of our tissue and reduction of the hernia defect. The hernia defect had incarcerated omentum as well as hernia of the small bowel incorporated . It was pink and viable. No evidence of strangulation or ischemia, or necrosis. Once the dissection was completely taken off of the anterior abdominal wall, we premeasured the defect as noted in the preoperative diagnosis. We chose to use the ptfe dual-sided mesh with a nice coverage as an underlay. Specific #0 prolene fascial sutures were placed onto the mesh in itself with the rough surface of the ptfe side facing the abdominal wall, while the smooth surface toward the peritoneum and the abdomen. The sequence of the fascial sutures were placed anterior to the apex; the inferior edge, the medial and lateral edges of the mesh in itself. The mesh was then inserted through the 12 mm laparoscope port and un-frayed, and opened up where externally we used the endo-fascial device to pull the endo-fascial #0 prolene sutures to anchor the mesh onto the anterior abdominal wall fascia and all four (4) 90 degree quadrants of the mesh a good 4 cm overlap of the hernia defect was made. In between the fascial prolene sutures, we incorporated surgical tacks using the universal rectangular tack to tack the mesh to the posterior side of the anterior abdominal wall in a circumferential manner. Hemostasis was excellent and good retraction and repair of the defect was noted. Next, an omental pedicle flap was laid down directly underneath the mesh to make sure there was no exposure of bowel on the mesh or near the defect. Using a 3-0 vicryl suture, the great transverse omentum, which was then tacked to the peritoneal reflection in the left lower quadrant was then made. The 4 cm stalk of omentum was under tension-free advancement and good vascular pedicle supply supported to the omentum. Again, this was to help further buttress the repair and minimize any migration of bowel into this left-sided anterior abdominal wall hernia defect. All trocar ports were then removed under direct visualization; co2 was allowed to escape out of the peritoneal cavity, the anterior abdominal wall fascia and the 12 mm trocar port sites were approximated with #0 vicryl, the deep subcutaneous tissues with 3-0 vicryl and dermabond glue on top of that. The patient was extubated and sent to recovery in stable condition. Prior to extubation, an abdominal wall binder was placed on the patient.¿ on (B)(6) 2013: (B)(6) system. Implant information. ¿mesh dual 15x90cm 1 dlmc04 - (B)(6)¿. Inventory item: mesh dual 15x90cm 1dlmc04. Model / cat no.: 1dlmc04. Serial no: (B)(6). Action: implanted. Number used: 1. Manufacturer: wl gore. Explant preoperative complaints: no information. Explant procedure: repair of recurrent incisional hernia, incarcerated. Removal of foreign eroded mesh. Application of 20 cm x 20 cm bio design biological graft matrix mesh. Enterorrhaphy. On-q pain pump. Explant date: on (B)(6) 2016 (hospitalization dates unknown). On (B)(6) 2016: facility not indicated. (B)(6), do. Operative report. Preoperative diagnoses: recurrent incisional hernia, incarcerated. Abdominal pain, with eroded mesh, previous ptfe / gore mesh. Postoperative diagnoses: recurrent incisional hernia, incarcerated. Abdominal pain, with eroded mesh, previous ptfe / gore mesh. Intestinal adhesions. Anesthesia: general. Complications: no complications. Procedure description: ¿our patient was taken to the operative theater, placed in supine position. After general endotracheal anesthesia was administered, the patient's abdomen was prepped and draped in the usual sterile surgical fashion. Prior to the induction of anesthesia, bilateral scds were placed on the patient, preoperative antibiotics were then instituted. A timeout was called confirming the identity of the patient, operative procedure and operative site. Using the previous left paramedian incision that was made on her abdomen from the previous hernia repair, we followed this down for a good 20 cm. This was taken down to subcutaneous tissue. Immediately noted was the gore-tex previous that had eroded through the abdominal wall and circumscribed around the anterior abdominal wall fascia. We removed this old fascial defect off the hernia mesh from its entirety. Entrance into the peritoneal cavity was made with caution to not injure the bowel and visceral structures. The areas of the mesh that had small bowel that was adhered to it were then dissected off with metzenbaum scissors. The area of the bowel were inspected. No evidence of perforation to the bowel but a small bowel enterorrhaphy with #3-0 vicryl suturing was made on the serosal renting that was seen from the contacts and the mesh. Because of removal of this large piece of mesh, at least a good 10-15 cm wide in diameter, I felt it was necessary then to be able to close the abdominal wall fascia under tension-free closure, however component separation / myofascial advancement flap had to be performed. This was performed in this fashion of getting out to the external abdominal oblique aponeurosis and the confluence of the rectus abdominus. This was scored on the fascia to separate this plane with electrocautery. Care was to make sure not entering into the peritoneal cavity by slowing these two muscle layers a part from each other. This ensured a good 10 cm incision and advancement of 4 cm giving a total of 40 cm 2. This was performed on the contralateral side as well and then allowed us to place the underlay mesh, bio design using the fascial suture tacks with #0 vicryl suturing and then closing the mesh and the fascial defect under tension through the advancement with #1 looped pds.. The inferior epigastric vessels and advancement flap to tension-free with its vascular pedicle intact. Finally on-q pain pump with bilateral 5 ml inguinal catheters were inserted in the subcutaneous plane into the aponeurosis of the rectus abdominus muscles. This was hooked up with 400 ml distilled 0.5% marcaine on-q pain pump. Subdermal wound flap was then closed over a #19-french blake drain. Subcuticular sutures were applied in closing the midline wound. Our patient tolerated the procedure well. No complications. Operative findings were reviewed with the patient's husband via telephone as he was unavailable.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.